Event description:
It was reported that an ilet user experienced apparent battery depletion while the device was connected to a charger that displayed a solid green indicator, with charging working on a wireless pad and intermittent successful full charges at other times. Symptoms included no adverse clinical effects and no physiological symptoms. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included review of device engineering logs and customer technical troubleshooting. Investigation of this case revealed no evidence of battery depletion in logs and suggested use-related charging error. It was concluded that the device functioned as intended and that the event was attributable to user charging technique.